Manufacturer narrative:
Additional info: macroscopic and optical examination revealed initial portion of the thread crest and flank are not damage. Functional evaluation with a sample mas found the implant unable to engaged the initial portion into the mas head. There is a head of a driver broken off in the back side of the screw. There is damage ¿180° apart on the back side of the screw. This damage is consisted with the use of pillars to remover the screw.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during insertion into the bone screw. The set screw was removed and replaced. No patient complications were reported.